Event description:
The customer stated that he needed help setting the date and time on his meter. While setting the time and date, it was discovered the meter was set in mmol/l. No adverse events were alleged. The customer was able to reset the meter to mg/dl, and no product will be returned.